Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported the device needs a new pressure sensor and there are cosmetic marks on front case, rear case and handle. There was no patient involvement.

Manufacturer narrative:
Additional information d10, h3, h6, h10 a review of the device history record for sn (B)(6) was performed from date of manufacture 06/03/2014 to the present date 1/13/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
The customer reported the device needs a new pressure sensor and there are cosmetic marks on front case, rear case and handle. There was no patient involvement.